Event description:
This supplemental report is being submitted to include additional information received from the customer. Updates were made to the following sections: b5 and f10 health effect impact code and medical device problem code. The procedure was prolonged 1 hour and 52 minutes while retrieving and troubleshooting the needles while the patient was under anesthesia. The first needle broke in the lung and was retrieved. The tip of the second needle remained embedded in the 4r paratracheal lymph node. The procedure was completed with the same device. The intended procedure was diagnostic. Fine -needle aspiration (fna) and adequate samples were obtained and the reported problem did not affect the outcome of the procedure. A chest CT was performed to confirm position of the needle in the lymph node and vascular surgery was consulted via telephone.

Event description:
The olympus representative reported on behalf of the customer that in two instances, the needle tip broke during an endobronchial ultrasound (ebus) procedure. In the first case the needle tip was removed, and the second case the needle tip was in the lymph node of the patient. No patient harm was reported. Additional procedural details have been requested but not yet provided. Related patient identifiers: (B)(6):single use aspiration needle kr337711 / na-u401sx-4021 (first case). (B)(6): single use aspiration needle kr337711 / na-u401sx-4021 (second case). This medwatch is for patient identifier (B)(6).